Event description:
It was reported that the burr was stuck on rotawire. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During procedure, it was noted that the rota burr system stalled and the burr became stuck on the wire in the calcified lesion. The entire system was then pulled out from the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter and advancer units were received separately. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The burr catheter handshake connection is still connected to the advancer handshake connection with the coil being broken 3.4 cm from the burr catheter handshake connection. The advancer handshake connection is bent. The coil is stretched and kinked at the handshake connection. The rest of the broken off coil and burr were returned inside of 133.4cm of the sheath that was returned, the proximal end of the sheath was torn off and not returned. The returned rotawire from complaint 10522731 is stuck inside of the coil. The coil was soaked in warm water and the rotawire could not be removed. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was stuck on rotawire. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During procedure, it was noted that the rota burr system stalled and the burr became stuck on the wire in the calcified lesion. The entire system was then pulled out from the patient's body. No patient complications were reported.